Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Use history: the usage history extracted from the equipment and saved in an excel file was attached. Analysis of use history: the user did not inform the date of the occurrence and the schedule that was in use at the time. The last volume and flow programming, without using the drug library, was on (B)(6) 2024. Programmed a flow rate of 8ml/h for a volume of 100ml. The non-zero amount volume was 256.97ml. The infusion started at 11:02:53 on (B)(6) 2024 and was completed at 19:13:56 on (B)(6) 2024. The final volume was 508.75ml. The infusion was stopped and restarted by the user 25 times. The volume to be infused was modified by the user 7 times. Visual analysis: equipment appears normal as used. Conclusion: when analyzing the history of the last use of the equipment, it became clear that the user modified the infusion parameters several times. Therefore, the resulting infusion time and the amount infused volume varied proportionally to the user's actions. We did not evidence any infusion errors. The result of the equipment performance test showed that it is infused correctly and precisely in accordance with the precision established for it. Technical complaint of infusion error not confirmed.

Event description:
According to the customer it was reported that the pump was infusing incorrectly. No patient complications were reported as a result of this event.